Event description:
The customer reported "the cartridge always get stuck when inserting and removing." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.